Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and cobalt"), autoimmune disorder ("autoimmune problems"), cervicobrachial syndrome ("in 2014, recurrent cervical-brachial neuralgia with two disability leaves in 2014"), deafness ("serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing, consulted prior thinking my ears were plugged but nothing found, asked others constantly to repeat"), myopia ("myopia, problem with vision") and ovarian neoplasm ("cyst on left ovary/ovary neoplasm") in a female patient who received essure (ess205) (batch no. 508104). The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205). In 2006, the patient experienced occipital neuralgia ("from 2006 to 2009: several unexplained episodes of arnold's neuralgia") and epicondylitis ("from 2006 to 2009: several episodes of tennis elbow"). In 2009, the patient experienced back pain ("three visits to emergency between 2009 and 2015, because my back was completely blocked and unbearable pain, lumbar pain"), musculoskeletal stiffness ("stiff neck"), musculoskeletal pain ("pain in right shoulder") and anal pruritus ("violent anal itching"). On (B)(6) 2009, the patient experienced nasal congestion ("chronic nasal obstruction found on sinus CT-scan"). On (B)(6) 2009, the patient experienced intervertebral disc protrusion ("cervical discal hernia at c5/c6 and second hernia at c4/c5 detected"). On (B)(6) 2009, the patient experienced abdominal pain ("lumbar and abdominal x-ray due to pain"). In 2010, the patient experienced fatigue ("constant intense fatigue, ten-hour nights and still exhausted during the day"). On (B)(6) 2012, the patient experienced multiple allergies ("multiple allergies"), allergy to plants ("allergies to cypress, plane tree, red oak") and mite allergy ("allergy to dust mites"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). In 2012, the patient experienced alopecia ("hair loss for 4 years from 2012 to 2016 (stopped after end of dental care)"). On (B)(6) 2012, the patient experienced food intolerance ("discovery of marked food intolerances to wheat flour and cow's milk"). In 2013, the patient experienced weight increased ("weight gain of more than 15 kg in a short time"). In 2014, the patient experienced cervicobrachial syndrome (seriousness criterion medically significant) and hypoaesthesia ("numbness of upper limbs and numbness of only a finger at night"). On (B)(6) 2016, the patient experienced articular calcification ("shoulder x-ray found calcification"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), deafness (seriousness criterion medically significant), myopia (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), raynaud's phenomenon ("problem with big toe, like raynaud's phenomenon"), peripheral vascular disorder ("problem with big toe, like raynaud's phenomenon"), dizziness ("incapacitating dizziness, as if inner could no longer cope, for which I consulted twice"), chronic sinusitis ("chronic sinusitis, ent inflammation"), otitis media ("serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing"), upper respiratory tract inflammation ("ent inflammation"), stress ("intense stress for some time"), permanent cosmetic dermapigmentation ("scalp micropigmentation treatment for several years"), ligament sprain ("problem with ankle, which got easily twisted even with flat-sole shoes, always on right"), complex regional pain syndrome ("major ankle sprain turned into algodystrophy for more than 3 months"), rheumatic disorder ("rheumatological problems"), bone pain ("bone pain, skull, like a vice, quite often"), erythema ("bouts of redness of face, red mask on face"), dry eye ("constant dry eyes, treated with lacrifluid"), dry mouth ("dry mouth"), dyspepsia ("dyspepsia"), diarrhoea ("diarrhoea every morning and sometimes even in fasting state on waking"), gastrointestinal disorder ("major intestinal porosity"), goitre ("thyroid swollen"), dysphagia ("difficulty swallowing"), vitamin d decreased ("drop in vitamin d"), hyperhidrosis ("hot / cold sudden sweating"), pyrexia ("bouts of mild fever in recent years"), hypoglycaemia ("hypoglycaemia"), dyspnoea ("problems breathing"), disturbance in attention ("problems concentrating (mental fogginess, distractedness)"), eczema ("consultation for eczema"), periodontitis ("periodontal infection"), abdominal distension ("abdomen hard and enormous") and uterine leiomyoma ("uterine fibroma"). The patient was treated with antibiotics, carbomer (lacrifluid), surgery (bilateral salpingectomy and subtotal hysterectomy on (B)(6) 2017) and surgery (operation for myopia on (B)(6) 2012). Essure (ess205) was withdrawn. In 2009, the occipital neuralgia and epicondylitis had resolved. In 2016, the alopecia had resolved. At the time of the report, the allergy to metals, autoimmune disorder, deafness, myopia, ovarian neoplasm, dysgeusia, intervertebral disc protrusion, abdominal pain, back pain, dizziness, chronic sinusitis, otitis media, nasal congestion, upper respiratory tract inflammation, stress, fatigue, permanent cosmetic dermapigmentation, musculoskeletal stiffness, musculoskeletal pain, ligament sprain, rheumatic disorder, articular calcification, multiple allergies, allergy to plants, mite allergy, food intolerance, erythema, dry eye, dry mouth, dyspepsia, diarrhoea, gastrointestinal disorder, goitre, dysphagia, vitamin d decreased, hyperhidrosis, pyrexia, hypoglycaemia, dyspnoea, disturbance in attention, anal pruritus, eczema, periodontitis, weight increased, abdominal distension and uterine leiomyoma outcome was unknown and the cervicobrachial syndrome, hypoaesthesia, raynaud's phenomenon, peripheral vascular disorder and complex regional pain syndrome had resolved and the bone pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, autoimmune disorder, cervicobrachial syndrome, deafness, myopia, ovarian neoplasm, dysgeusia, intervertebral disc protrusion, abdominal pain, back pain, occipital neuralgia, epicondylitis, hypoaesthesia, raynaud's phenomenon, peripheral vascular disorder, dizziness, chronic sinusitis, otitis media, nasal congestion, upper respiratory tract inflammation, stress, fatigue, permanent cosmetic dermapigmentation, musculoskeletal stiffness, musculoskeletal pain, ligament sprain, complex regional pain syndrome, rheumatic disorder, bone pain, articular calcification, multiple allergies, allergy to plants, mite allergy, food intolerance, erythema, dry eye, dry mouth, dyspepsia, diarrhoea, gastrointestinal disorder, goitre, dysphagia, vitamin d decreased, hyperhidrosis, pyrexia, hypoglycaemia, dyspnoea, disturbance in attention, anal pruritus, eczema, periodontitis, alopecia, weight increased, abdominal distension and uterine leiomyoma with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: spinal x-ray result was abnormal stiffness, hernia at c5/c6. (Abnormal nos). On (B)(6) 2009: computerised tomogram result was chronic nasal obstruction (abnormal nos). On (B)(6) 2009: spinal x-ray result was confirmed discal hernia at c5/c6 (abnormal nos). On (B)(6) 2010: x-ray limb result was major ankle sprain (abnormal nos). On (B)(6) 2010: nuclear magnetic resonance imaging result was major ankle sprain (abnormal nos). On (B)(6) 2014: spinal x-ray result was second hernia at c4/c5 in addition to c5/c6 (abnormal nos). On b)(6) 2016: x-ray limb result was shoulder calcification (abnormal nos). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: manufacturing date: apr-2005, expiration date: mar-2007. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: the event "cyst on left ovary" was updated to "cyst on left ovary/ovary neoplasm." Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and cobalt, autoimmune problems, serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing, consulted prior thinking her ears were plugged but nothing found, asked others constantly to repeat, myopia, problem with vision and cyst on left ovary/ovary neoplasm. In 2014, recurrent cervical-brachial neuralgia with two disability leaves in 2014. A bilateral salpingectomy and subtotal hysterectomy was performed. The event allergy to nickel and cobalt is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, the event allergy to nickel and cobalt was discovered about 6 years and 6 months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: manufacturing date: apr-2005 expiration date: mar-2007. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and cobalt, autoimmune problems, serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing, consulted prior thinking her ears were plugged but nothing found, asked others constantly to repeat, myopia, problem with vision. In 2014, recurrent cervical-brachial neuralgia with two disability leaves in 2014. A bilateral salpingectomy and subtotal hysterectomy was performed. The event allergy to nickel and cobalt is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, the event allergy to nickel and cobalt was discovered about 6 years and 6 months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and cobalt"), autoimmune disorder ("autoimmune problems"), cervical radiculopathy ("in 2014, recurrent cervical-brachial neuralgia with two (B)(6) in 2014"), deafness ("serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing, consulted prior thinking my ears were plugged but nothing found, asked others constantly to repeat") and myopia ("myopia, problem with vision") in a female patient who received essure (ess205) (batch no. 508104). The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient started essure (ess205). In 2006, the patient experienced occipital neuralgia ("from 2006 to 2009: several unexplained episodes of arnold's neuralgia") and epicondylitis ("from 2006 to 2009: several episodes of tennis elbow"). In 2009, the patient experienced back pain ("three visits to emergency between 2009 and 2015, because my back was completely blocked and unbearable pain, lumbar pain"), musculoskeletal stiffness ("stiff neck"), musculoskeletal pain ("pain in right shoulder") and anal pruritus ("violent anal itching"). On (B)(6) 2009, the patient experienced nasal congestion ("chronic nasal obstruction found on sinus CT-scan"). On (B)(6) 2009, the patient experienced intervertebral disc protrusion ("cervical discal hernia at c5/c6 and second hernia at c4/c5 detected"). On (B)(6) 2009, the patient experienced abdominal pain ("lumbar and abdominal x-ray due to pain"). In 2010, the patient experienced fatigue ("constant intense fatigue, ten-hour nights and still exhausted during the day"). On (B)(6) 2012, the patient experienced multiple allergies ("multiple allergies"), allergy to plants ("allergies to cypress, plane tree, red oak") and mite allergy ("allergy to dust mites"). On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). In 2012, the patient experienced alopecia ("hair loss for 4 years from 2012 to 2016 (stopped after end of dental care)"). On (B)(6) 2012, the patient experienced food intolerance ("discovery of marked food intolerances to wheat flour and cow's milk"). In 2013, the patient experienced weight increased ("weight gain of more than 15 kg in a short time"). In 2014, the patient experienced cervical radiculopathy (seriousness criterion medically significant) and hypoaesthesia ("numbness of upper limbs and numbness of only a finger at night"). On (B)(6) 2016, the patient experienced articular calcification ("shoulder x-ray found calcification"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), deafness (seriousness criterion medically significant), myopia (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), raynaud's phenomenon ("problem with big toe, like raynaud's phenomenon"), peripheral vascular disorder ("problem with big toe, like raynaud's phenomenon"), dizziness ("incapacitating dizziness, as if inner could no longer cope, for which I consulted twice"), chronic sinusitis ("chronic sinusitis, ent inflammation"), otitis media ("serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing"), inflammation ("ent inflammation"), stress ("intense stress for some time"), permanent cosmetic dermapigmentation ("scalp micropigmentation treatment for several years"), ligament sprain ("problem with ankle, which got easily twisted even with flat-sole shoes, always on right"), complex regional pain syndrome ("major ankle sprain turned into algodystrophy for more than 3 months"), rheumatic disorder ("rheumatological problems"), bone pain ("bone pain, skull, like a vice, quite often"), erythema ("bouts of redness of face, red mask on face"), dry eye ("constant dry eyes, treated with lacrifluid"), dry mouth ("dry mouth"), dyspepsia ("dyspepsia"), diarrhoea ("diarrhoea every morning and sometimes even in fasting state on waking"), gastrointestinal disorder ("major intestinal porosity"), goitre ("thyroid swollen"), dysphagia ("difficulty swallowing"), vitamin d decreased ("drop in vitamin d"), hyperhidrosis ("hot / cold sudden sweating"), pyrexia ("bouts of mild fever in recent years"), hypoglycaemia ("hypoglycaemia"), dyspnoea ("problems breathing"), disturbance in attention ("problems concentrating (mental fogginess, distractedness)"), eczema ("consultation for eczema"), periodontitis ("periodontal infection"), abdominal distension ("abdomen hard and enormous"), ovarian cyst ("cyst on left ovary") and uterine leiomyoma ("uterine fibroma"). The patient was treated with antibiotics, carbomer (lacrifluid), surgery (bilateral salpingectomy and subtotal hysterectomy on (B)(6) 2017) and surgery (operation for myopia on (B)(6) 2012). Essure (ess205) was withdrawn. In 2009, the occipital neuralgia and epicondylitis had resolved. In 2016, the alopecia had resolved. At the time of the report, the allergy to metals, autoimmune disorder, deafness, myopia, dysgeusia, intervertebral disc protrusion, abdominal pain, back pain, dizziness, chronic sinusitis, otitis media, nasal congestion, inflammation, stress, fatigue, permanent cosmetic dermapigmentation, musculoskeletal stiffness, musculoskeletal pain, ligament sprain, rheumatic disorder, articular calcification, multiple allergies, allergy to plants, mite allergy, food intolerance, erythema, dry eye, dry mouth, dyspepsia, diarrhoea, gastrointestinal disorder, goitre, dysphagia, vitamin d decreased, hyperhidrosis, pyrexia, hypoglycaemia, dyspnoea, disturbance in attention, anal pruritus, eczema, periodontitis, weight increased, abdominal distension, ovarian cyst and uterine leiomyoma outcome was unknown and the cervical radiculopathy, hypoaesthesia, raynaud's phenomenon, peripheral vascular disorder and complex regional pain syndrome had resolved and the bone pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, autoimmune disorder, cervical radiculopathy, deafness, myopia, dysgeusia, intervertebral disc protrusion, abdominal pain, back pain, occipital neuralgia, epicondylitis, hypoaesthesia, raynaud's phenomenon, peripheral vascular disorder, dizziness, chronic sinusitis, otitis media, nasal congestion, inflammation, stress, fatigue, permanent cosmetic dermapigmentation, musculoskeletal stiffness, musculoskeletal pain, ligament sprain, complex regional pain syndrome, rheumatic disorder, bone pain, articular calcification, multiple allergies, allergy to plants, mite allergy, food intolerance, erythema, dry eye, dry mouth, dyspepsia, diarrhoea, gastrointestinal disorder, goitre, dysphagia, vitamin d decreased, hyperhidrosis, pyrexia, hypoglycaemia, dyspnoea, disturbance in attention, anal pruritus, eczema, periodontitis, alopecia, weight increased, abdominal distension, ovarian cyst and uterine leiomyoma with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: spinal x-ray result was abnormal stiffness, hernia at c5/c6. (Abnormal nos). On (B)(6) 2009: computerised tomogram result was chronic nasal obstruction (abnormal nos). On (B)(6) 2009: spinal x-ray result was confirmed discal hernia at c5/c6 (abnormal nos). On (B)(6) 2010: x-ray limb result was major ankle sprain (abnormal nos). On (B)(6) 2010: nuclear magnetic resonance imaging result was major ankle sprain (abnormal nos). On (B)(6) 2014: spinal x-ray result was second hernia at c4/c5 in addition to c5/c6 (abnormal nos). On (B)(6) 2016: x-ray limb result was shoulder calcification (abnormal nos). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel and cobalt, autoimmune problems, serious otitis media, major episode on (B)(6) 2015 after 15 days of antibiotic treatment with total loss of hearing, consulted prior thinking her ears were plugged but nothing found, asked others constantly to repeat, myopia, problem with vision. In 2014, recurrent cervical-brachial neuralgia with two disability leaves in 2014. A bilateral salpingectomy and subtotal hysterectomy was performed. The event allergy to nickel and cobalt is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, the event allergy to nickel and cobalt was discovered about 6 years and 6 months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.